Event description:
Medtronic received information that the tubing split. This was reported to have been during prime at faily high speed recirculating. The splitting was attributed to long circulation time.

Manufacturer narrative:
(B)(4). Evaluation method: other = device history record review could not be performed as not lot number was provided. Results: other = no product has been returned for analysis. Conclusion: other = cause of event cannot be determined. Analysis: no product was returned for analysis, and device history cannot be performed due to unknown lot number. Conclusion: a cause for this event cannot be determined at this time. Further investigation is pending. Once further information is provided, a supplemental report will be filed.